Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv shock lead displayed measurements greater than 200 ohms and the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The device and rv lead were explanted. The lv lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed two separate shock impedance measurements greater than 200 ohms. The patient was brought in for further evaluation and all shock impedance measurements were within acceptable limits. The patient was brought in and the lead was observed under fluoroscopy, where no fractures were observed. A commanded full energy shock was performed and the device displayed impedance measurements within acceptable limits. The patient will be monitored.